Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 80 mg/dl. Customer reported she was in the south and was walking around which was hot but unsure what was the cause, as a significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.